Event description:
It was reported in a article that two children showed an increased degree of aspiration during continuous vns stimulation evaluated by videoradiography during barium swallow. Both children with the increased degree of aspiration has severe mental retardation and motor retardation and were dependent on assisted feeding. On three occasions on his third birthday one of the children with swallowing difficulties had developed pneumonias, possibly aspiration pneumonias. Both children showing the increased aspiration have a severe mental and motor impairment. Second child from article referenced in MDR number: 1644487-2008-02053.

Manufacturer narrative:
Reference article: lundgren j, ekberg o, olsson r. Aspiration: a potential complication to vagus nerve stimulation. Epilepsia 1998;39 (september):998-1000.